Event description:
Fenwal cpd (adsol) double blood pack unit was examined prior to use, appeared to be acceptable, and was utilized for the routine collection of whole blood from a volunteer donor. As the initial flow of blood was mixed with the anticoagulant solution in the master bag, hemolysis and clotting were observed. After the collection of approx 50 ml, the blood was completely clotted and the phlebotomy was terminated. The anticoagulant solution in the master bag did not prevent the collected blood from clotting.